Event description:
It was reported that one day post implant, it was noted that the patient had developed pneumothorax. A chest tube was placed and the patient was discharged the following day.

Manufacturer narrative:
.